Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility called in to technical support and reported that a 2008t hemodialysis (hd) machine had ultrafiltration (uf) issue. The uf did not start at the initiation of treatment. The issue was noticed 2.5 hours into treatment and the uf was turned on for the last hour of the treatment. The patient was able to reach the 2000 milliliter (ml) uf removed goal. The patient's post treatment condition was noted as being fine. The biomedical technician was unable to duplicate the issue. Functional testing performed by the biomedical technician confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008t hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.